Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the wake button has stopped working, and the touchscreen is unresponsive. Reportedly, when the pump is plugged in the touchscreen illuminates and displays lines across the screen. There was no impact to customer's blood glucose level.